Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, this patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a CT scan showed a proximal type 1 endoleak with the trunk-ipsilateral leg component 5 mm below the lowest renal artery. It was reported that no migration had occurred, and the posterior side did not have full apposition to the aorta. On (B)(6) 2011, follow-up imaging showed persistence of the type I endoleak with evidence of aneurysm enlargement to 7.9 x 5.8 cm. It was reported that the endoleak and aneurysm enlargement were due to a proximal disease progression. On (B)(6) 2011, a CT scan again showed a proximal type I endoleak. An additional procedure was performed the same day whereby an aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.